Manufacturer narrative:
One portex® suctionaid tracheostomy tube was received for analysis in used condition. The sample was visually inspected at a distance of 12" to 16". The suction line and the inflation line were detached from the flange. Based on the evidence with the recreation of the failure mode, it was concluded that the inflation line was stretched until it broke. Suction line: the most probable root cause is that the operator applied methylene chloride instead of tetrahydrofuran (thf), due to the fact that the dispensers are similar. Inflation line: no root cause was identified since there is no evidence of a manufacturing error. Since the devices are 100% leak tested, there is no possibility to pass the leak testing if the line was cut or detached. There are two conclusions as there are two issues with the device. The manufacturing deficiency relates to the suction line. The human factors issue relates to the inflation line.

Manufacturer narrative:
The date of the event was provided as being (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported after three days in use, the suction catheter and pilot balloon of a portex® suction aid tracheostomy tube broke. No injury was reported.